Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed in (B)(6) 2018. According to the complainant, during the procedure, the bands successfully deployed; however, when the scope was withdrawn, the suture broke and the ligator head fell inside the patient. Reportedly, the ligator head was pushed into the stomach; however, due to patient's medical history, the patient had to be intubated to protect the airway in case bleeding occurs. The ligator head was then retrieved using a non- bsc device, and the procedure was able to be completed with the device using the bands that had previously deployed. The patient stayed for twenty four hours in the medical observation unit and on (B)(6) 2018, the patient was discharged from the hospital.